Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading cartridge with insulin and the insulin gauge was inaccurate. Customer change out the syringe needle and reloaded the cartridge to resolve the issues. Customer's blood glucose was 240-247 mg/dl.